Manufacturer narrative:
Philips healthcare was not authorized to evaluate the device.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator battery was not charging. The customer reported the device was in clinical use at the time of the event reported. There was no harm or injury reported as a result of the event.